Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 162 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response on the down arrow button due to an unlocked connector on the lcd board. Unable to perform the displacement test due to an unresponsive keypad. The pump also had minor scratches on the lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.